Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple coils are removed from the smaller coiled base'), uterine perforation ('uterine perforation') and embedded device ('one embedded in the uterus, embedded in posterior endometrium & underlying myometrium is a metallic coiled device consistent with essure coil, essure coils being malpositioned, foreign body in uterus, any part') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "3 coils in uterus". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine perforation and embedded device outcome was unknown. The reporter considered device breakage, embedded device and uterine perforation to be related to essure. The reporter commented: fluid collection, suspected to be an abscess was noted in this area with brown greenish discharge coming out of the perforation site of this area. It is unclear if this is recent migration of occurred after placement. The vesicovaginal fascia was then further exposed anteriorly with some difficulty due to the dense adhesions in this area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage, embedded device and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: mr received: events added: device breakage, uterine perforation, embedded device, 3 coils in uterus. Rcc note, reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essue removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple coils are removed from the smaller coiled base'), uterine perforation ('uterine perforation') and embedded device ('one embedded in the uterus, embedded in posterior endometrium & underlying myometrium is a metallic coiled device consistent with essure coil, essure coils being malpositioned, foreign body in uterus, any part') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device use issue "3 coils in uterus". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine perforation and embedded device outcome was unknown. The reporter considered device breakage, embedded device and uterine perforation to be related to essure. The reporter commented: fluid collection, suspected to be an abscess was noted in this area with brown greenish discharge coming out of the perforation site of this area. It is unclear if this is recent migration of occurred after placement. The vesicovaginal fascia was then further exposed anteriorly with some difficulty due to the dense adhesions in this area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage, embedded device and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.